Manufacturer narrative:
The last calibration has a date of 22-feb-2020. The signals were within range, however, the operator had backdated the system. The actual calibration date is not known. Qc data provided from 12-jul-2021 was within range, however, no qc data was provided from the day of the event. No issues were identified during a review of the alarm trace data. Based on the information, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was >100.0 ng/ml with a data flag. The repeat result was 23.16 ng/ml. Patient 2 initial result was >100 ng/ml with a data flag. The repeat result was 9.45 ng/ml. No questionable results were reported outside of the laboratory. The vitamin d total ii reagent lot number was 52905500 with an expiration date of 28-feb-2022.